Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and serviced by the biomed. The defective air trap block was replaced to remedy the mid:09 (air trap assembly) error message. The system was tested with no further issues and is back in use. Since the issues were resolved, service was not required to be performed by zoll.

Event description:
The thermogard xp ivtm system sn (B)(4) displayed mid:09 (air trap assembly) error message upon powering up. No patient involvement.